Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed an over current detection (ocd) alert and low defibrillation impedance on the right ventricular (rv) lead. No changes or intervention was performed. There were no patient consequences.